Event description:
The integra rep reported that the neurosurgeon was having difficulty getting the screw started. The screw came detached from the screw driver twice before the surgeon was able to get one started. The scrub tech came over and attempted to load a screw. She went through a few before getteing one loaded and also had the difficulty starting and penetrating the bone. Another scrub tech, although struggling, secured 3 burr hole covers on the flap. The flap was put in place and the neurosurgeon loaded another screw. While attempting to get it started, he had to apply so much pressure that it ripped his glove. The scrub tech took over and also ripped her glove due to the amount of pressure needed to start and secure the screws. No patient injury was reported.

Manufacturer narrative:
The neurospecialist returned the entire kranios sterilization tray, including 1 cartridge containing (9) 3.5mm screws, 1 cartridge containing (10) 3.5mm screws, 1 cartridge containing (0) 4.0mm screws, 1 cartridge containing (9) 4.0mm screws, and 2 cartridges each containing (10) 5.0mm screws. All of the screws were checked for driver blade pick-up/retention and visually examined under magnification. All of the screws were properly picked-up and retained by the driver blade. All of the screws were free of burrs and particles in the slots. It was observed that the points of the 5.0mm screws were not as "pointed" or "sharp" as those of the 4.0mm and 3.5mm screws. Based on the reported information and the evaluation of the returned device, we are unable to determine the root cause of the reported incident.